Manufacturer narrative:
Unit received with blank display due to corroded battery cap contact. Unit was tested with a new battery cap. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. No unexpected failed battery test alarms noted. Unit functioning properly. No physical damage noted during visual inspection.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery failed. Troubleshooting was performed. Customer's blood glucose level was 295mg/dl at the time of the incident. The customer's mother was advised to insert new battery. The display did not returned and the display was blank. Troubleshooting for blank display was performed. The customer's mother stated that the insulin pump was not exposed to moisture, had no physical damage, and was neither dropped nor bumped. The customer stated that the display did not returned after troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.